Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent an initial left partial knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to aseptic loosening. The patient has since been experiencing redness and inflammation in their knee. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date implanted - 2005; 2009; (B)(6) 2015. Date explanted - 2009; (B)(6) 2015; remains implanted.

Event description:
It was reported that the patient underwent an initial left partial knee arthroplasty in 2005. Subsequently, the patient was revised on (B)(6) 2015 due to aseptic loosening. The patient has since been experiencing redness and inflammation in their knee. No further information has been provided. Additional information received reported the patient was revised to a total knee in (B)(6) 2009 due to unknown reasons.